Event description:
Notification was rec'd from the registry indicating that approximately eight months post index procedure, the pt underwent revascularization to the target lesion. The pt was admitted with crushing central chest pain occurring at rest lasting 20 mins. It subsided following gtn administration. A coronary angiogram was performed. There was no evidence of myocardial infarction. There was a 75% in-stent restenosis at the target lesion which was treated with balloon angioplasty. There was also 70-90% stenosis at the circumflex (non-target vessel).

Manufacturer narrative:
This pt was randomized to the registry for one-vessel disease. The target lesion was the first diagonal branch. The indication for the index procedure was unstable angina pectoris. Reference vessel diameter was 2.5 mm and lesion length was 20 mm. Pre-procedure diameter stenosis was 95% and post procedure was zero percent. The lesion was denovo and a bifurcating and total occlusion. Lesion classification was type c. Predilatation was done using a 2.0 x 20mm balloon for 14 atms. A 6f-guiding catheter was used. A car23250 was deployed at 12 atms and post dilatation was not done. Ivus was not used. During the index procedure, there was thrombosis and a small dissection in the distal lad not in the diagonal, which was stented. The pt had intra coronary nitrates, adenosine, and abciximab. The pt was discharged on 75 mg aspirin, 75 mg clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one and six mo f/u, the pt was asymptomatic and complaint with antiplatelet regimen. At one yr f/u, the pt was also asymptomatic. The prod remains implanted in the pt, thus not available for eval. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. Please note; device is distributed outside the united states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 day of receipt.